Manufacturer narrative:
Na

Event description:
Emt's were treating a 69 yr old male pt who was experiencing a cardiac arrest. The pt was shocked at 200j and 300j. On the third defibrillation attempt, the unit did not discharge. The unit's monitor screen displayed error messages, "can not dump" and "status 93". The emt's turned the unit off and then on again. They attempted to defibrilate the pt a second time at 360j, but the error messages reappeared. The transport was completed and there was no adverse effect on the pt.